Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during myoma removal, when suturing the tissue, the suture was broken. Immediately, the product was replaced with a new suture, re-suturing, and successfully completed the operation. There was no patient injury.